Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath failed to split completely after advancing the thumb advancer. The device was removed and the clip was found in the end of the sheath. Hemostasis was achieved using manual compression. There was no reported resistance when removing the device from the pt's anatomy. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.